Event description:
Fmc product complaint received for evaluation. Stated complaint is "upon initiation of treatment, blood seen in the dialysate compartment, use#10." Blood loss reported as >100cc. Facility called to verify details. D.o.n. Not available. Message left. MDR filed due to blood loss reported. Second telephone call made to retrieve further info. 5/19/99 third attempt made to retrieve complaint and MDR info without success. Qc not notified of any adverse effects to the pt as a result of the leak. Will consider sample not available.